Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had no telemetry and no magnet response. The device had suspected premature battery depletion. It was explanted and replaced. There were no patient complications reported as a result of this event.